Event description:
The initial reporter stated they received discrepant results for one patient sample tested with bilt3 bilirubin total gen.3 on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The sample was tested in a microcup on top of a 13 x 75 mm. Tube and initially resulted in a total bilirubin value of 0.18 mg/dl. The sample was repeated, resulting in a value of 15.25 mg/dl. The repeat value was deemed correct and was reported outside of the laboratory. The total bilirubin reagent lot number was 55466201, with an expiration date of 31-jan-2023.

Manufacturer narrative:
Na.

Manufacturer narrative:
The last calibration performed on (B)(6) 2021 was ok. Quality control recovery was acceptable. The field service engineer replaced and realigned the sample probe. The vacuum pump diaphragms were replaced. The reagent probe alignments and rinse levels were checked. Calibration and controls were within specifications. The investigation determined the service actions resolved the issue.